Event description:
Three days postoperatively, the pt experienced convulsion. Mitral valve replacement was performed due to suspected emboli and one immobile valve leaflet. Postoperatively, the pt was in critical condition and on a ventilator.